Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported air embolism. Based on available information, a cause for the reported air embolism could not be conclusively determined. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported air embolism. Based on available information, a cause for the reported air embolism could not be conclusively determined. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances there is no indication of a product quality issue with respect to manufacture, design, or labeling. Code 2199 was removed and 4641 was added.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was advanced into the left atrium when air was identified while withdrawing the dilator. Air was removed with a smaller, secondary catheter placed through the guide. The sgc was removed from the patient, and the procedure was discontinued. The final mr was grade 2. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was advanced into the left atrium when air was identified while withdrawing the dilator. The sgc was removed from the patient and the procedure was discontinued. The final mr was grade 2. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.